Manufacturer narrative:
(D10) concomitant device(s): 300-62-01 - stemless humeral comp integrip, cage, size 1 : 6450475. 310-62-47 - stemless humeral head 47mm x 15mm x beta : 6160237. 315-35-00 - glnd kwire : 6980330. 319-01-32 - steinmann pin sterile 3.2mm x 178mm : 6981150. (H3) pending evaluation.

Event description:
As reported by the equinoxe shoulder study, the 64-year-old white female had a left tsa on (B)(6) 2021. The patient presented with aseptic glenoid loosening on (B)(6) 2023. The patient underwent a standard total revision surgery on (B)(6) 2024 in which the patient was revised to exactech hybrid rtsa and the outcome is considered resolved. The case report form indicates that this event is possibly related to the device and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.